Event description:
After successful stent implantation in a native venous anastomosis in a dialysis graft in the left arm, the delivery system became locked up on the wire during attempts to withdraw it. Further attempts to withdraw the delivery system were made, and the distal tip separated from the delivery system. The separated distal tip stayed on the guidewire, and subsequently the entire system (wire, separated tip, and delivery system) was removed with no harm to the pt. It was noted that there was some slight resistance felt as the physician initially advanced the precise over the guidewire, although the wire had been flushed twice prior to use.